Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced sixteen infusion set was fell off during use event. The blood glucose level was 240-270 mg/dl at the time of event. Some infusion sets were in use less than 3 - 4 hours and others were less than 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1875077 - MDR 3003442380-2024-04835 - device 6 of 16.